Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 28.2 mmol/l (507.6 mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, nausea and vomiting. At the hospital, the doctor removed the pod and noticed insulin leaking. The patient was treated with insulin, potassium, magnesium and water. The patient was still in the hospital at the time of reporting.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the cannula subassembly found a tear in the exposed portion of the soft cannula, which resulted in fluid leaking from the pod during fluid path testing. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The exact cause and timing of the soft cannula damage could not be determined, and so it could not be conclusively determined if the tear contributed to the reported event. The exact cause of the reported event could not be determined.